Event description:
Spontaneous; pt's rn (B)(6) stated the pump is working slow when trying to flush the saline, no missed dose reported. No reported adverse effects reported. Pump is available for return. No further info. Reported to cvs/caremark by health professional.